Event description:
The customer complains a cracked freezing bag 250 (7200500219). The bag was not available for investigation. A picture and a filled questionnaire were available. According to the questionnaire the following investigation and statements could be made: the event was observed on removal from tank. The customer did use a metal cassette for freezing and storage. A controlled rate freezer was used. No overwrap bag was used. The filling volume was 70 ml (30 to 70 ml are recommended). The freezing bag was stored in the vapor phase of ln2. According to the picture it can be seen, that the eva tube is cracked off the freezing bag. Several cracks at the edges of the bag can also be seen. The picture shows, that there is a large label put onto the freezing bag.